Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 20 mg/dl. The customer experienced any symptoms such as shaking and weakness result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with multiple shots of sugar and one into muscle. Customer did not use auto mode feature at the time of low blood glucose event. Based on customer report customer did allege insulin pump was over delivering. The insulin pump will not be returned for analysis.